Manufacturer narrative:
Analysis of the lead (lot #j0519456v) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0519456v, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 64002, lot# n246929, implanted: (B)(6) 2011, product type: adapter. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3387-40, lot# j0519515v, implanted: (B)(6) 2006, explanted: (B)(6) 2015, product type: lead. Product ID: 748251, serial# (B)(4), implanted:(B)(6) 2006, explanted:(B)(6) 2015, product type: extension. Product ID: 748251, serial# (B)(4), implanted:(B)(6) 2006, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient fell and had a therapy issue after. He had reduced therapy effects and intermittent tingling sensation behind the ear. He experienced a shocking sensation behind the ear at the site of the extension-lead connection. The implantable neurostimulator (ins) was turned off for a period of a week, resulting in less, but still active tingling. Another report stated that turning the ins off resulted in complete cessation of the sensation, so it was unclear which was true. The system had worked for several years without incident. High impedances were also measured after the fall. However, it was reported that nothing specific could be isolated as the cause of the event. During a routine battery change on (B)(6) 2015 for normal battery depletion, the surgeon decided to replace both extensions and the high impedances resolved. The patient reported no problems post replacement and the high impedances were resolved. He then presented six weeks later complaining about tingling again. The lead was then explanted and replaced, which did resolve the issue. Additional information received from the rep reported that the fall, and subsequent reduced therapy and tingling behind the ear, occurred after the battery surgery in (B)(6). This apparently occurred on (B)(6) 2015 and the rep was not notified until the lead revision. This new information conflicted with the previous information provided by the same rep; it was unclear what the correct order of events was. The patient&#38112;indications for use were parkinson's dual and movement disorders.